Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023. The patient was diagnosed with a fungal infection, which required the removal of the patient¿s pd catheter (not a fresenius product) and transition to hemodialysis (hd). No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, value unavailable) were collected, and the patient was admitted/diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, duration not provided). While hospitalized, the patient encountered drain complications and further evaluation revealed the patient had a fungal infection. The patient underwent the surgical removal of the pd catheter (not a fresenius product) on (B)(6) 2023 and insertion of a permanent hd catheter. The patient¿s effluent culture returned positive (species/genus not provided), and the patient¿s vancomycin was discontinued, and replaced with intravenous (IV) gentamycin daily (dose, duration unknown). The patient remains hospitalized in stable condition and is recovering from the events. The patient transitioned to hd for rrt on (B)(6) 2023 and is tolerating hd without issue. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s), however the definitive cause of the peritonitis remains unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of fungal peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization, antibiotic therapy, and the patient¿s subsequent transition to hd for rrt. The etiology of the fungal peritonitis is unknown; therefore, causality could not be established. However, the pdrn reported the patient¿s adverse events were unrelated to any fresenius device(s) and/or product(s). Approximately 1-15% of all peritonitis cases are fungal in nature, and frequently require the removal of the patient¿s pd catheter. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused and/or contributed to the patient¿s serious adverse events. Furthermore, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet user expectation or manufacturer specification. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 18/mar/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023. The patient was diagnosed with a fungal infection, which required the removal of the patient¿s pd catheter (not a fresenius product) and transition to hemodialysis (hd). No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, value unavailable) were collected, and the patient was admitted/diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, duration not provided). While hospitalized, the patient encountered drain complications and further evaluation revealed the patient had a fungal infection. The patient underwent the surgical removal of the pd catheter (not a fresenius product) on (B)(6) 2023 and insertion of a permanent hd catheter. The patient¿s effluent culture returned positive (species/genus not provided), and the patient¿s vancomycin was discontinued, and replaced with intravenous (IV) gentamycin daily (dose, duration unknown). The patient remains hospitalized in stable condition and is recovering from the events. The patient transitioned to hd for rrt on (B)(6) 2023 and is tolerating hd without issue. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s), however the definitive cause of the peritonitis remains unknown.